Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and moderate tortuosity. The 2.5x38mm xience sierra stent delivery system (sds) was advance to the target lesion and the stent was implanted. However, after post dilatation with a 2.5mm non-compliant balloon, as proximal edge dissection was noted. Therefore, a 2.5x15mm xience sierra stent was used to treat the dissection. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the complaint review, there is no indication of a lot specific product quality issue. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.